Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare professional via a company representative in regard to a patient receiving an unknown type of drug via an implantable infusion pump. The indication for use (IFU) was listed as non-malignant pain and other chronic/intract pain (trunk/limbs). It was reported an infection and a total system explant occurred. The details of the infection were not available. It was believed the plan may be to re-implant once the infection clears because the therapy was helping. The drug information, onset, diagnostics, and outcome were not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.